Manufacturer narrative:
Information is unavailable; device was not returned for eval.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips did not form completely. The original instrument was used to complete the case. There was no pt consequence.